Manufacturer narrative:
An event regarding disassociation involving an unknown accolade tmzf stem was reported. The event was confirmed following review of provided x-ray by a clinical consultant.    Method & results:  -device evaluation and results: not performed as product remains implanted -medical records received and evaluation:  a review of the provided medical records by a clinical consultant stated the following comment: rejected for medical review [....] X-rays confirms trunnion disassociation; need revision operative report, clinical and past medical history and examination of explanted components. -device history review: could not be performed as lot code information was not provided.  -complaint history review: could not be performed as lot code information was not provided.    Conclusion:  the exact cause of the event could not be determined because insufficient information was provided.  Additional information including device details, operative reports, progress notes, x- rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Surgeon reported that upon examination of x- rays, the patient's left hip was exhibiting signs of trunnion wear. The hip has not been revised as of the time of report. The rep reported that no further information is available.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Surgeon reported that upon examination of x-rays, the patient's left hip was exhibiting signs of trunnion wear. The hip has not been revised as of the time of report. The rep reported that no further information is available.